Event description:
Territory business manager advised the dealer states the right side of the walker won't lock into place.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-03585 indicting the product as a mechanical (manual) wheelchair when in fact it is a mechanical walker, rollator.